Event description:
It was reported that a patient underwent a sling procedure in the hammock position in early 2008. During the procedure, the thumb pad detached. A second device was placed in the same position as the first device, and the procedure was successfully completed with no adverse patient consequences.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch imanufacturing records was conducted and the batch met all finished goods release criteria.